Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing. The noise was felt to be consistent with oversensing related to the minute ventilation (mv) feature. A review of stored device memory through the remote home monitoring system noted no abrupt changes in pacing impedance measurements, however, a gradual increase in pacing impedance measurements from 400 to the 600 ohms range was noted. No adverse patient effects were reported. This product remains implanted and in service.